Event description:
Caller reported that quick bolus/wake button on pump was difficult to press and required multiple presses to activate the pump screen. There was no adverse impact to the customer's blood glucose level. Customer continued to use current pump but was prepared to rely on an alternate method if necessary. The customer continued to use the pump for insulin therapy.